Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a post-implant checkup, the patient began experiencing diaphragmatic stimulation. The left ventricular lead was programmed off. The event was resolved without sequelae.